Manufacturer narrative:
Device not returned

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level ranged from 320-321 mg/dl. The customer reverted to an alternate method of insulin therapy.